Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022 sample #1 was collected for the biofire instrument, exact sample type unknown. At the same time, on (B)(6) 2022, sample #2 was collected from the patient for testing on the genexpert. Sample was stored and refrigerated. On (B)(6) 2022, sample #1 was run on biofire. Sars cov-2, flu a, flu b and rsv were not detected. This result was not reported to the physician. On (B)(6) 2022, sample #2 was tested per pi on xpert xpress cov-2, flu/rsv plus which resulted in sars cov-2 positive, flu a negative, flu b negative, rsv negative. This result was reported to the physician. On (B)(6) 2022, sample #1 was retested on biofire. Sars cov-2, flu a, flu b and rsv were not detected. This result was not reported to the physician. On (B)(6) 2022, sample #2 was retested per pi on xpert xpress cov-2, flu/rsv plus which resulted in sars cov-2 positive, flu a negative, flu b negative, rsv negative. This result was reported to the physician. Patient was symptomatic at the time of testing. This case involves a patient who tested positive for sarscov2 on the xpert xpress cov-2, flu/rsv plus test. Pcr curves were normal in appearance. Biofire respiratory panel was negative. Both tests were repeated and xpert xpress cov-2, flu/rsv plus was again positive. Biofire was negative on repeat. The likely root cause is target/s near limit of detection or near cut-off. No evidence of product malfunction and no reported harm to the patient. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; ""positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status."" Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022 sample #1 was collected for the biofire instrument, exact sample type unknown. At the same time, on (B)(6) 2022, sample #2 was collected from the patient for testing on the genexpert. Sample was stored and refrigerated. On (B)(6) 2022, sample #1 was run on biofire. Sars cov-2, flu a, flu b and rsv were not detected. This result was not reported to the physician. On (B)(6) 2022, sample #2 was tested per pi on xpert xpress cov-2, flu/rsv plus which resulted in sars cov-2 positive, flu a negative, flu b negative, rsv negative. This result was reported to the physician. On (B)(6) 2022, sample #1 was retested on biofire. Sars cov-2, flu a, flu b and rsv were not detected. This result was not reported to the physician. On (B)(6) 2022, sample #2 was retested per pi on xpert xpress cov-2, flu/rsv plus which resulted in sars cov-2 positive, flu a negative, flu b negative, rsv negative. This result was reported to the physician. Patient was symptomatic at the time of testing.